Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas device error" message on the bedside monitor (bsm) while in patient use. There were no readings just a flatline. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas device error" message on the bedside monitor (bsm) while in patient use. There were no readings just a flatline. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/20/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: 04/27/2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: 05/01/2026 emailed the bme for the information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.